Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had malfunctioned and failed to deliver the appropriate amount of insulin. Customer reported that the under delivery of insulin led to the customer experiencing hypoglycemic event resulting in them falling and breaking their hand. It is unknown if the automode feature was in use at the time of the event. Customer reported that the retainer ring and locking mechanism were defective. Insulin pump will not be returned for analysis.